Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant and abutment were placed in ada site 7 in the mouth, primary stability was not achieved in type iii bone. Clinician reports the implant's diameter was too small. Another implant was not placed in the same site. There were no reported patient complications.

Manufacturer narrative:
The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the implant and abutment were placed in ada site 7 in the mouth, primary stability was not achieved in type iii bone. Clinician reports the implant's diameter was too small. Another implant was not placed in the same site. There were no reported patient complications. (B)(4).